Manufacturer narrative:
The customer returned one set of material 2420-0007, lot unknown. The set verified the complaint of separation. The separation occurred at the lower fitment of the pump segment, press fit silicon connection. The manufacturing plant found the root cause for the separation to be related to a missing ring retainer component on the silicon segment. The pump chamber assembly procedure was updated to indicate a flow-stop on the machine until the leader of production verifies and signs the machine checklist - apr. 2025. In addition, the cleaning process for hte pump chamber machine indicates now that the nests where the silicon tubing sits must be ensured free of dust - apr. 2025. A device history record review was performed, as potential lot numbers were found from the smart site identification number on the sample. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the 2420-0007 separated at lower fitment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.